Event description:
It was reported that an o-ring was on the pneumatic tap. Customer's blood glucose level was 522 mg/dl. The customer administered manual insulin injection to resolve elevated blood glucose level. Customer was able to remove the o-ring from the pump and successfully loaded a new cartridge to resolve this issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.